Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2015 with the following findings: during investigation, the pump was powered on and it was observed that the display was dim and discolored. Unrelated to the original complaint, it was observed that there was a crack in the battery compartment below the pad, between the bumper and between the bumper pad and top. There was evidence of moisture corrosion in the battery compartment; the other parts of the pump did not have moisture within. A leak test was performed and failed due to a leak in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).